Manufacturer narrative:
This event occurred in (B)(6). The reporter stated that the patient is in his (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys acth test system on a cobas 8000 e 801 module. The issue occurred after the patient underwent transsphenoidal surgery (tss) on (B)(6) 2019. Incorrect results from the sample were reported outside of the laboratory to the brain surgeon. The complained sample was collected on (B)(6) 2019, but it is not known when the sample was initially tested. The sample initially resulted with an acth value of 152 pmol/l on an unknown date. On (B)(6) 2019, the sample was repeated after diluting times 2, times 4, times 8, and times 16, generating the following values: times 2 = 49.2 pmol/l raw value calculated to a final value of 98.4 pmol/l. Times 4 = 24.4 pmol/l raw value calculated to a final value of 97.6 pmol/l. Times 8 = 12.3 pmol/l raw value calculated to a final value of 98.4 pmol/l. Times 16 = 6.0 pmol/l raw value calculated to a final value of 96.0 pmol/l. The e 801 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
On (B)(6) 2019, the patient had an acth result of 118.00 pg/ml. On (B)(6) 2019, the patient had an acth result of 109.00 pg/ml.

Manufacturer narrative:
Calibration signals are within the acceptable ranges. Qc data could not be obtained. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling for the acth assay, dilution of patient samples is not necessary due to the broad measuring range of the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. Based on the available data, a general reagent issue can be excluded. The samples tested on (B)(6) 2019 were provided for investigation and investigations could confirm values higher than expected acth values when tested with a competitor method.